Manufacturer narrative:
Pump passed self-test. However, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 63 on (B)(6) 2025 04:23:07.000 in the pump history download due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Unspecified alarm determined to be pump error 38 due to constant presence during attempted rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarms. The sc1 cap/reservoir does lock properly. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken belt clip rails and partially detached retainer (minor). Drive motor error/abnormal motor rewind confirmed due to pump error 38 during analysis. Pump error 38 confirmed during testing and in pump history download due to corroded motor home switch. Unspecified alarm confirmed. Retainer ring damage confirmed. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error, and the pump did not rewind. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm but was unable to complete the pump rewind. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.